Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter has returned for evaluation. On the visual evaluation of the device, it appeared bloody and distal tip of the balloon was completely detached from the catheter and not returned for evaluation. The balloon was noted to have a completely circumferential rupture and the marker bands are still intact with the catheter. Microscopic observation was performed to observe all the anomalies. No other functional evaluation performed due to the condition of the device. Therefore, the investigation is confirmed for the reported detachment of device as the distal tip of the device got detached from the catheter. The investigation also confirmed for the identified balloon rupture as a complete circumferential rupture were noted to the balloon which returned for evaluation. A definitive root cause for the alleged detachment of device and identified balloon rupture could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 03/2023), g3. H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a procedure through the cephalic vein to treat circuit stenosis, the tip of the balloon allegedly separated from the device. The separated tip was snared and retrieved. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 03/2023).

Event description:
It was reported that during a procedure through the cephalic vein to treat circuit stenosis, the tip of the balloon allegedly separated from the device. The separated tip was snared and retrieved. The procedure was completed using another device. There was no reported patient injury.